Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 130 mg/dl. Advised to remove the battery for two hours and to revert to their back-up plan. Advised the customer to do a self-test on the insulin pump and it passed. Nothing further reported.